Event description:
The customer alleged a significant bilirubin interference with the (B)(4) acetaminophen application. The customer received a questionable result for acetaminophen on the analytical p module for one patient sample collected from a transplant patient. The date of occurrence was not provided. The initial result for acetaminophen was 130 umol/l. This result was reported outside the laboratory. The bilirubin concentration for this sample was about 300 umol/l. A urine sample obtained from the patient was tested by (B)(6) and no acetaminophen was detected in this urine sample. The patient was treated with (nac) n-acetyl cysteine due to the questionable acetaminophen result of 130 umol/l. No adverse event has been alleged reagarding this event. The acetaminophen reagent lot number was not provided.

Event description:
Reporter alleged obtaining the results of 586 mg/dl and 215 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she gave her self 10 units of novolog and ate dinner based on how she felt and what she was about to eat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.